Event description:
Reportedly, the remote report associated to an alert was empty.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of expertise data confirmed the reported behavior, as a failed remote transmission was observed, resulting in the observed empty remote report. - the root-cause of the failed transmission could not be determined based on available data, although further investigations are ongoing. - it should be noted that re-generating the failed transmission restored a normal functioning, and the affected report was successfully generated.

Event description:
Reportedly, the remote report associated to an alert was empty.